Event description:
Patient had essure placed (B)(6) 2015. Two months later, she began to experience horrendous headaches. Placement of device was verified on may 8, 2017. Patient began to have heavy bleeding and or hemorrhaging which necessitated several visits to the ER. On (B)(6) 2017 patient went to her ob/gyn and was told that she needed to have a total hysterectomy. On (B)(6) 2017 patient had hysterectomy and continues to experience pain. She is currently taking narco every 4 hours. She also has a bladder infection and is on keflex 500mg twice per day. Patient has a follow up with her ob/gyn on (B)(6) 2017. Patient is requesting essure be pulled off of the market.